Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00031). This MDR resubmission now reflects the correct product registration number. The customer reported that 3 of 4 screws were missing that secure the battery to the rear case, which caused discontinuity in the circuit. With only one screw holding the battery in place the battery can become disconnect from the device resulting in the issue. No devices were returned for investigation. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the returned pcu battery log was found to not have any recording of lb3 (battery discharged) events on the reported incident date (B)(6) 2018. The fact that no lb3 events were found indicates that this issue was not due to the missed low battery alarm issue. The reported issue could not be confirmed as the device was not returned for evaluation.

Event description:
The customer reported the battery went from being fully charged to discharged in 5 minutes during patient use. There is no report of patient harm. The customer later reported they discovered that there were 3 screws missing on the battery, which caused discontinuity in the circuit.